Manufacturer narrative:
3003721894-2016-00296 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip cream in the us.

Event description:
Death whisl using corega [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (corega) unknown for denture wearer. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information the patient died at the age of (B)(6).